Event description:
Doctor was performing a percutaneous intervention and was advancing an orbital arthrectomy device (diamondback) on the viper interventional wire when the end of the viper wire was sheared off causing a perforation in the pericardial sac. Patient went to cardiac or for wire retrieval and bypass of vessel.